Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the third device. Evaluation of the implant's surface properties did not show any deviations.

Event description:
It was reported that six ankylos implants were inserted in the maxilla of a (B)(6) years old patient on (B)(6) 2007. The patient experienced an adverse reaction and infection around his implants. The clinician expressed the suspicion that there may be an allergy to titanium. The patient's symptoms began on (B)(6) 2015 and included insomnia, severe fatigue, trembling, weight loss, pressure to right side of face, and pressure when lying down. The patient was hospitalized and had to have antibiotics administered through an IV. The implants were removed on (B)(6) 2015. The patient's sinus cavity was irrigated; bone grafting was done; and a biopsy of the tissue was also done. The patient underwent allergy testing, but the results were not made available to dentsply sirona after several requests. The patient has had no further symptoms since (B)(6) 2015.